Event description:
Information was received indicating that at the end of infusion with a smiths medical cadd solis vip pump, the patient returned to the hospital and residual chemotherapy (cytarabine 500 ml over 24 hours) remained varying from 25ml to 40 ml. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd-solis pump was returned for investigation in good condition. The investigator performed a delivery accuracy and occlusion test. The unit passed all tests. The customer reported product problem was not replicated. A root cause could not be established.